Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 322 mg/dl. Pt then performed a retest and obtained a similar result. Pt then took an amaryl pill. Three hours later pt passed out and paramedics were called. Paramedics tested pt's blood glucose (value obtained by paramedics was not reported) and gave pt glucose liquid and transported pt to the hospital.